Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device being inoperative was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a cracked diode, designator d402x .

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator unexpectedly stopped cycling and alarmed. The ventilator was unable to restart when prompted - in this state, the ventilator was inoperative. Facility personnel were nearby and were able to assist the patient. The patient was placed on a new ventilator for care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in an attempt to obtain additional information, but no response has been received.